Manufacturer narrative:
Correction to h6; impact code, type of investigation, investigation findings, investigation conclusion. The 16fr esheath plus was returned to edwards lifesciences for evaluation. A visual examination found that the distal tip is open and torn radially along the distal edge of the liner, the distal tip is stretched near the radial and axial score line, the liner is fully expanded as designed and there were scratches observed along the shaft. Due to the nature of the complaint dimensional and functional testing were not performed. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed complaints relating to the complaint code. The esheath+ IFU, commander delivery system IFU, device preparation manual instructions, and the procedural manual for use (IFU) were reviewed. Based on this review, no IFU training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for sheath distal tip torn and resistance issues were confirmed per evaluation of the returned device. However, no manufacturing nonconformance was identified during the evaluation. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per the complaint description, "during a tmvr (within a pre-existing surgical valve) via transfemoral approach, the first valve was advanced and met resistance before leaving the sheath. After many attempts to advance the first valve, it was removed within the first 16fr sheath as one unit". Per evaluation of the returned device, the sheath distal tip was observed to be torn radially along the distal edge of the liner. Based on the complaint description, it is possible that the tip tore during attempts to introduce the delivery system through the patient, or post-procedure. While a conclusive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. Additionally, the complaint description states, "patient anatomy from a previous repair may have caused difficulty with the advancement of the system, per the physician". Per evaluation of the returned device, the sheath shaft had scratches and curvature, suggesting the presence of access vessel calcification and tortuosity, respectively. Per the training manual, "push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification". Tortuosity can lead to non-coaxial alignment between the crimped valve and the sheath, which may lead to the valve struts catching onto the sheath distal tip, increasing resistance during advancement and tearing the tip. Similarly, calcification can push against the shaft leading to non-coaxial alignment, contributing to the catching of the struts on the sheath distal tip. In this case, the failure mode may be related to the improper expansion of the sheath tip during thv advancement, and/or patient factors (tortuosity, calcification) may have contributed to the complaint events. However, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. The complaints of sheath distal tip torn and difficulty advancing through the sheath have been previously identified in product risk assessment (pra) and a CAPA.

Event description:
During a tmvr using a 29mm sapien 3 valve (within a pre-existing surgical valve) via transfemoral approach, the first valve advanced and met resistance before leaving the sheath. After many attempts to advance the first valve, it was removed within the first 16fr sheath as one unit. A second valve was prepped in the mitral position. A new 16 fr sheath was advanced after dilation with an 18 fr dilator. The second system met resistance also, but with extra push force made it out of the sheath. The valve was implanted within the surgical valve without complications. The patient left the procedure area alert and with stable vitals. Patient anatomy from a previous repair may have caused difficulty with the advancement of the system, per the physician. A preliminary evaluation of the returned esheath found that the flex tip was inserted through the sheath tip with an observed distal tip tear, the sheath liner fully expanded, and curvature was noted on the sheath shaft.

Manufacturer narrative:
The investigation is ongoing.